Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Manufacturing and inspection records could not be reviewed as device batch/lot number is unknown. Based on the information received, the root cause could not be determined.

Event description:
It was reported during the procedure, the driver tip broke when implanting the 2.3mm distal screw into the plate. It was reported the procedure was completed with a second driver tip, and there were no adverse consequences to the patient. It was determined product was not available to be returned for evaluation. This report is related to report number 3025141-2022-00384 for the screw involved in this event.